Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. B01, c19, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were issues with inaccuracies. The flat panel emitter was used and the surgeon applied the strain relief tape to the non invasive patient tracker. They performed the original registration and verified accuracy on the external anatomy. When going into verify navigation mode and check internal anatomy, they touched the septum on the left side and there was a 3.4 mm inaccuracy showing the instrument tip on the right side of the patient. They added additional points to the registration by going back toward the ears. This was reported much better and only showed a 1.4 mm inaccuracy when touching the middle turbinate. Then at the end of the case, the surgeon reported that in certain areas of the maxillary sinus, he was 3.6, 3.2, and 2.4mm off while using the 70 degree suction.  This caused no patient impact and was less than an hour delay. This was the first case of the day.